Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6), 2010, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses, and the completion angiogram showed no evidence of endoleak. On (B)(6), 2011, an aortic extender was placed, and the final angiogram showed no contrast in the aneurysm sac. According to the physician, the proximal type I endoleak was resolved. The physician was uncertain what caused the endoleak.